Event description:
It was reported that the pump display on the cgm screen was frozen and unresponsive, preventing the user from entering a lunch bolus; the user was guided to restart via the mobile app, the pump restarted, but the top-of-screen remained nonresponsive, consistent with a touchscreen/key input issue. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a software problem associated with unresponsive keys or touchscreen functionality localized to the touchscreen component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.

Manufacturer narrative:
Investigation description. Complaint was confirmed and duplicated. The screen was observed to be cracked near the top. The device powered on, however the touchscreen was unresponsive due to the edge impact.